Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that he needed assistance calibrating. The customer indicated that an unexpected alarm was received that indicated meter bg and that calibration was necessary. Customer's blood glucose was 50 mg/dl and sensor glucose was 76 mg/dl. Troubleshooting was done for calibration and advised customer on how to clear any calibration errors. It appears that troubleshooting resolved the issue. No further information was provided.